Manufacturer narrative:
Corrected data - date of event.

Manufacturer narrative:
Additional manufacturer narrative -the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tgt3415/8096647). The patient tolerated the procedure. During the procedure, a proximal type I endoleak was identified, but the physician decided to take a wait-and-see approach. On (B)(6) 2010, the patient was discharged from the hospital. Aneurysm diameter measured 58 mm. On (B)(6) 2011, at the three-month follow-up study, the aneurysm diameter measured 58 mm. The proximal type I endoleak remained, but the physician took a wait-and-see approach. On (B)(6) 2011, at the six-month follow-up study, aneurysm diameter measured 56 mm. The proximal type I endoleak remained, but the physician continued a wait-and-see approach. On (B)(6) 2011, the patient presented to the hospital with an aneurysm rupture. A stent-graft (manufacturer unknown) was implanted. On (B)(6) 2012, at the one-year follow-up study, the aneurysm diameter was 56 mm. On (B)(6) 2012, the patient presented urgently to the hospital with a ruptured aneurysm and expired.